Manufacturer narrative:
Cmpl-10478121.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient reported having a seizure and was subsequently hospitalized. The patient stated the cgm was reading 134 mg/dl, no bg meter comparison was done at this time. The patient¿s husband called an ambulance, and the patient was transported to the ER. It was reported that ems did not do a bg meter reading and relied on the cgm device. Once at the ER, the patient¿s bg meter reading was 170 mg/dl. The patient was treated with keppra (anti-seizure medication) and IV fluids. The patient was discharged home the following day. It was not specified whether the patient was in the hospital for more or less than 24 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.